Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced chronic headaches and upper gi distress (gastroparesis). The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation reported as approximately 3 years ago. -patient developed chronic headaches and upper gi distress with no specific date for onset of symptoms given. -requests for additional information were made to the implanting physician several times to no avail at the time of this report.